Event description:
Additional information received reported that a patient¿s symptoms returned suddenly about two weeks prior to the report. She then noticed the power on reset (por) condition. The patient was seen in the office on (B)(6) 2015, the por was cleared, and four standard programs were entered and synched with her patient programmer. She was on program 2 at 1.5 amp and was feeling stimulation in the same area before the issue occurred.

Event description:
It was reported that patient not being able to adjust stimulation and display showing "call your doctor" icon. The patient reported power on reset (por) condition which was seen on the day of this call. It was noted that patient had not felt stimulation for the last week or so. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v209962, implanted: (B)(6) 2009, product type: lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).